Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing potentially due to the rv coil picking up latency depolarization of the atrium. The oversensing resulted in pacing inhibition. The patient had developed heart block and required rv pacing. A lead revision procedure was performed and the rv lead was repositioned. A follow up check was done and the lead checked out. The patient was doing well with no additional adverse patient effects noted. The rv lead remains in service.